Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the alarm sounds were quieter than expected and patient./reporters did not hear the replace battery alarm. During troubleshooiting, the alarm history indicated a low battery alarm and later, a replace battery alarm. The audio tones were set correctly, however alarm sounds were quieter than expected and patient./parents did not hear the alarm and did not replace the battery. This complaint is being reported because of the alarm sound issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-nov-2017 with the following findings: during investigation, the pump was powered on to the verify screen with a clear audible alarm. The pump cover was opened and no moisture or damage was observed to the piezo circuit. The original complaint of a quiet audio tone issue was unable to be duplicated. There was no defect found.